Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample (model # mz1000-07), attachment tubing, one 3 ml syringe, and one photo were returned by the customer. It was reported that fluid and blood is backing up from the central lines which results in leakage. Before decontamination, the sample was examined for defects and abnormalities. Dried blood was noticed around the outside of the returned maxzero sample, inside the attachment tubing and the syringe. The complaint can be verified. The blood was attempted to be removed during decontamination. However, the dried blood in the tubing was unable to be removed, therefore the maxzero sample could not be flushed with the attachment tubing still connected. The maxzero sample was attempted to be flushed without the attachment tubing with the returned syringe. The maxzero was flushed successfully without any issues. No leakage or back flow was noticed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure could not be replicated. The counter-pressures from the central line and the syringe infusion may have caused the leakage at the maxzero, however, true circumstances could not be replicated with the attachment tubing being clogged with dried blood and the central line involved not being returned. Therefore, a true root cause cannot be determined. A device history record review for model mz1000-07 with possible lot number 20125648 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood back-flowed from the maxzero needleless connector central line during the infusion, and leaked past the filter onto the floor. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: we have since found that some faulty bd syringes were the cause of most of these issues. However, we are still having problems with fluid and blood backing up from central lines. Blood actually went past the filter and the posiflow and was actively dripping blood on the floor.